Event description:
A patient reported that they were injected with an unknown [unspecified] juvéderm and developed nodules. The patient has made multiple appointment to have it ultrasound guided resolved. Made an appointment with the referral implanting healthcare professional to have an MRI.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.